Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the sagittal saw attachment device got so hot that it started smoking. It was unknown if there were delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the result code was inadvertently documented with 3221. Since the device was not returned for evaluation, this code was not needed at the time the initial medwatch was submitted. F additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was getting very hot while running, the o-ring was damaged, there was corrosion and unknown residue on internal parts and the bearings worn. It was further determined that the device failed pretest for measure the oscillating frequency, 11700 to 14300 oscillations/minute. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.